Event description:
Customer reported to sales representative that the device would not hold inflation. They discovered the problem after it was in a patient. Physician thought the leak was coming from the inflation balloon. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation. No further information is expected.